Event description:
It was reported that the devices were used during an unknown procedure. It was reported by the rep that the surgeon reported the staples on the pmw35 did not form properly or fully. Many had to be taken out or replaced. Three staplers were used in the procedure. Two are being sent back. There was no consequence to the pt.